Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012 due to infection. The knee was washed out and the polyethylene tibial bearing and tibial locking bar were removed and replaced. Patient underwent a second revision on (B)(6) 2013, due to retained infection. All components were removed and cement spacer molds were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 3 of 6 mdrs filed for the same patient (reference 1825034-2013-03729 / 03734).